Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a transurethral resection of the prostate (turp) procedure, the camera head had exhibited blurry image. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. There is misalignment of head unit and coupler unit therefore the image is poor. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported failure found during evaluation was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.